Event description:
A ventilator was returned to a third party service center for eval. There was no pt harm or injury reported. The device has yet to be evaluated by the third party service center. At this time we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.